Event description:
A patient reports while wearing a pod they had scars as well as burns at the pod infusion site. No further information is available as to this event,

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site scar. No lot release records were reviewed, as the product lot number was not provided.